Event description:
A biomedical engineer reported that the system did not recognize the footswitch and there was no suction for phacoemulsification during a cataract with iol (intraocular lens) implant procedure. The footswitch was exchanged and the case was able to be completed after a 2 minute delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met all product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk.(B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).